Event description:
Consumer complained that she had been experiencing a burning sensation and tingly feeling in her gums when she used the firm hold denture adhesive cream. No medical attention was sought for the symptoms described.

Manufacturer narrative:
The suspect sample and a reserve sample of the same lot were examined for physical attributes, and both samples were within specification. A review of the compounding and packaging process did not identify any recorded incidents that could be related to the complaint issue. The produce was determined to be performing as expected.